Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left mentor smooth round moderate profile 325cc saline prosthesis, catalog: 3501650, serial number: 6009571-067, lot: 6009571. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with mentor smooth round moderate profile 325cc saline prostheses. Deflation on the right breast prosthesis was diagnosed post procedure via self-examination. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
On 6/12/2018, mentor was notified that the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 325cc saline protheses on (B)(6) 2018. The patient tolerated the procedure well and is in stable condition. On 6/20/2018, mentor was notified that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: two devices were received at mentor without fluid. No foreign material was observed within the first device or on the shell surface. The product evaluation team discovered a rent measuring approximately 0.2 cm within a crease on the anterior aspect. Otherwise, no foreign material was observed within the second device or on the shell surface either. The product evaluation team discovered a rent at the anterior aspect. Also was noticed a crease at the anterior aspect and extending to the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The device history record (DHR) for the lot number 6009571 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was mistakenly reported in the supplemental report dated 6/22/2018 that the device was discarded. The mentor failure analysis lab received the device for evaluation on 6/22/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. On 6/28/2018, mentor received additional information: date of event: (B)(6) 2018. (B)(4).